Event description:
A cms employee noted that when a field is entered on a text page and a pop-up error box is displayed while the user is entering info, it is possible that the value stored for the field will not match what the user entered. There have been no pt mistreatments as a result of this bug, and no customers have reported encountering the problem.